Manufacturer narrative:
The respironics service technician was unable to duplicate the safety valve open complaint. The service technician replaced the three station solenoid assembly due the failure during extended self testing (est). Est and performance verification testing was performed, and the unit passed per operating specifications.

Event description:
The customer reported that the ventilator was alarming safety valve open while in use on patient. The customer reported there was no patient harm. Upon evaluation of the ventilator ,the respironics service technician reported that the ventilator failed extended selft testing (est). The service technician found the 3 station solenoid was not functioning properly.